Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 290mg/dl. A system check was performed and the occlusion alarms were verified. After loading a new cartridge during the system check an additional occlusion alarm occurred. The customer performed a supply change to resolve the occlusion alarm and reverted to alternate insulin therapy for insulin therapy.